Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer was reported via phone call that, the reservoir chamber came out of pump. The blood glucose was 206 mg/dl at the time of the incident. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.